Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The distal end of the tip cover exhibited localized melting which is indicative of arcing. A hole approximately 0.13¿ x 0.07¿ was visible at the body of the tip cover. Material was missing. Additionally, the mcs instrument associated with this event was not returned for evaluation. This complaint is being reported due to the following conclusion: it was alleged that after completion of da vinci-assisted surgical procedure, the customer noted "melting" on the mcs tip cover accessory. Although, no patient harm was reported, the melting is indicative of arcing. Recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, the customer inspected the monopolar curved scissors (mcs) tip cover accessory and found it was "melted". There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made an attempt to follow up and obtain additional information, however, no further details have been received as of date of this report.